Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit shutdown unexpectedly and was swapped out immediately. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse observed a burn mark on the power management board. The fse replaced the power management board and the solenoid control board. The iabp was then ready for use. The failure analysis and testing dept. Received the following parts associated with this complaint: power management board and the solenoid control board. A visual inspection was performed and the failure analysis and testing dept. Observed a shorted component q7 on the component side of the solenoid control board. A visual inspection was performed on the power management board and the failure analysis and testing dept. Observed a damaged component c16 on the solder side of the board. The damage to these components poses a risk to the test fixture and possibly to the technician. Due to these risks, these parts cannot be investigated any further by the failure analysis and testing dept. Retaining the board in the failure analysis and testing dept. Per procedure.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9 (return to manufacture date), e1 (site country), g3, g6, h2, h10, h11 corrected fields: e3. Additional information: event site postal code: (B)(6).

Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (health effect - clinical). The failure analysis and testing(fat) dept received part number: 0670-00-1161, serial number: (B)(6) from the supplier. The supplier evaluation states the following: 1. Perform incoming visual inspection result: found component at location q7 was burned. The fat dept will retain this part as per procedure 0002-07-d008.

Event description:
N/a.